Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual examination of the returned product identified wear and tear from previous uses. Shell inserter shows damage in the form of nicks, gouges, and scratches to the handle body, strike plate, and hex bolt. Threaded tip was confirmed fractured upon return. Fractured piece was not returned and was not present in the returned shell. Device history record (DHR) was reviewed and no discrepancies were found. Leading thread damage-the design of the cup positioner adaptor cap does not allow the leading thread to be chamfered because it is needed for better engagement with smaller diameter cups. As a result, the unchamfered leading thread is and has an increased tendency to strip, deform or fracture. Evidence of side impaction implies that the surgeons are placing off-axis load on the impaction handle which is designed to be struck on the impaction surface not the side of the handle. When struck on the side of the handle it creates unintended loading conditions and increased stress on the threads. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part #00-8757-060-00 / continuum tm shell/ lot # 64217707.

Event description:
It was reported that the threaded tip of the offset continuum cup inserter broke off in the dome hole of a continuum cup while impacting. The surgeon was unable to remove the broken portion of the inserter. The surgeon removed the cup and opened a new one and proceeded with the case. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.